Manufacturer narrative:
Reported implant would not be returned as it was discarded by the dentist. Once the evaluation is completed, a supplemental report will be submitted. This report is for the 3rd of 3 reported implants for the same patient: please reference 3011649314-2018-00255 ((B)(4)) for the 1st reported implant. Please reference 3011649314-2018-00256 ((B)(4)) for the 2nd reported implant.

Event description:
This report is for event 3 of 3 for lot # 6045214 and tooth # 9: it was reported that a patient had 3 implants placed on (B)(6) 2017 on teeth #4, 9, and 7. The implants were explanted as they failed to osseointegrate, the implant sites had infection; however no medication was prescribed. Granulated tissue was present. The implants placed on teeth #4 & 9 were removed on (B)(6) 2018, both from lot no. 6045214. The patient was not a smoker nor diabetic, the patient's bone type was not listed on the chart, the patient had preexisting conditions of high blood pressure and high cholesterol. The devices were discarded and not available for return. The patient is reported to be "doing fine".

Manufacturer narrative:
The device was not returned to the manufacturer for investigation. A lot number was received and a device history record review (DHR) was conducted. There was no evidence discovered, to indicate that a product defect or nonconformity contributed to the issue. The part met all the criteria called for in the production router. Although the root cause for failed to osseointegrate is inconclusive and specific to each case, probable causes could be due to insufficient bone or poor bone quality. The bone could be too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading could also be a factor causing the implant to lose osseointegration. A warning provided in the IFU states "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." Precautions in the IFU also state that "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual, copious irrigation. All surgical instruments must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture of the implant site. The proper surgical protocol should be strictly adhered to." There was no non-conformity found with the reported implant. This event will be tracked and trended.